Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023 it was reported, by a sales representative via email, that an ar-8400cdc doublecut was releasing black residue into the joint. The case was completed with another ar-8400cdc doublecut from a different lot number. This was discovered during an ankle scope procedure. Additional information received on 10/06/2023: the black residue was removed from inside the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use and/or insufficient fluid flow during use.